Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 598 mg/dl due to an infusion set issue. No further details were provided regarding the high blood glucose. Troubleshooting was declined on the insulin pump. The insulin pump was not returned for analysis.